Event description:
It was reported that the cardiosave intra-aortic balloon pump touch screen is inoperative. The touchscreen is intermittently not working,

Event description:
It was reported that the cardiosave intra-aortic balloon pump touch screen is inoperative.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to observe fault code 63, and stated the corrective action as per service manual was to replace video generator board. So, the fse replaced the video generator board and installed, calibrated the touch screen as per specifications. The unit passed all functional and safety tests per factory specifications, returned to customer. The maquet failure analysis and testing (fat) department received the following parts associated with this complaint: display monitor to video gen. Board, video gen. Board (part of kit), and display monitor board (part of kit). These parts were received with a reported unit failure message of touchscreen inoperative and observed error code 63. Performed visual inspection of these parts received and parts looks be in condition. Installed the kit, display monitor to video gen. Board into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. Performed display tests and touch screen tests and both tests passed. The failure analysis and testing department could not verify the failure of touchscreen inoperative and observe error code 63. Kit, display monitor to video gen. Board passed testing. Retaining all parts of kit in the fat dept, as per procedure. Note: the fat dept, did not receive cable assy, pn: 0012-00-1787 with this kit. Due to old part number the fat dept. Cannot be send back these parts to the supplier for evaluation. These part numbers are no longer available.

Event description:
N/a.